Manufacturer narrative:
Product analysis: the paramount mini gps balloon-expandable peripheral stent system was received within a sealed plastic biohazard pouch, and loosely coiled within its opened labeled pouch. No ancillary devices nor procedural images were received for analysis. The paramount mini was received with the balloon expandable stent still crimped on to the balloon catheter. The stent has been dislodged proximally over the balloon. The stent radiopaque marker hoops are not in alignment over the balloon¿s radiopaque marker bands. The larger crimped stent profile at the proximal end of the stent is due to the stent being slid proximally over the proximal balloon cone. A 10cc water filled syringe was attached to the y-manifold proximal hub luer to flush the guidewire lumen. The lumen would not flush. The distal tip was examined, and it was noted to be occluded with biological/contrast debris. There is no claim that the paramount mini system could not be flushed or loaded on a compatible guidewire. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a paramount mini stent during treatment of a calcified lesion in the patient¿s mid left renal artery. Moderate vessel calcification and tortuosity are reported. Lesion exhibited 70% stenosis. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was not performed. The device was not passed through a previously deployed stent. The thumbscrew/lock pin was checked for securement prior to procedure. Deployment issues are reported. It is reported that resistance was noted during advancement of the device and force was applied. The stent was unable to be deployed. Stent struts were not exposed within the patient. The device was safely removed from the patient and was replaced with a non-medtronic device to complete the procedure. No patient injury reported.